Event description:
It was reported that the patient experienced increased pain. The daily rate was increased. An x-ray was performed on (B)(6) 2012 and results were the intrathecal catheter migrated; dislodgment from the intrathecal space. The device was interrogated and revealed eri date was (B)(6) 2012. A catheter and prophylactic pump replacement was performed on (B)(6) 2012. The outcome was noted as resolved without sequelae. The pump was delivering fentanyl, bupivicane and clonidine.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed slice/cut in catheter body. No significant anomaly found.

Manufacturer narrative:
(B)(4).